Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump is not working. Reportedly, upon follow up with the customer, the issues with the pump were resolved. The customer declined to provide any additional information and declined further assistance.